Event description:
It was reported that the patient presented with loss of ventricular capture, and was symptomatic with a junctional rhythm in the 30's-40's. The device was explanted and the rv lead was capped. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient presented with loss of ventricular capture and was symptomatic with a junctional rhythm in the 30s-40s. The device was explanted, and the rv (right ventricular) lead was capped. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found. The ipg is included in the advisory for this model. Other: it was reported that the patient presented with loss of ventricular capture and was symptomatic with a junctional rhythm in the 30s-40s. The device was explanted, and the rv (right ventricular) lead was capped. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed. Mechanical tests performed; visual examination, device performed according to specifications; device evaluated and alleged failure could not be duplicated capture, failure to.